Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited a longevity estimation anomaly. No intervention was performed. The patient was in stable in condition and will continue to be monitored.